Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen and reported feeling uncomfortable. It was discovered that the rv lead was no longer capturing in the ventricle. The pacing configuration was changed to unipolar and the outputs were increased; however, the lead still would not capture in the ventricle. A revision was performed to reposition the rv lead. The helix was able to be retracted and the lead was repositioned. When the helix was being extended, it would not full extend from the helix housing. Despite several attempts, the helix still would not fully extend and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and slightly bent. There was dried blood present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.